Manufacturer narrative:
The reddening has since lessened and both incision sites were reported to be healing; thus, the clinician elected not to explant the device. No further issues reported. Sterilization and packaging records for the respective product lots were reviewed, confirming that the product was delivered sterile, validated sterilization parameters were used, and sterile barriers were verified to be intact following packaging for lot swo200320. The cr reports attending the procedure but did not confirm compliance to IFU. The stimulator was reported to meet product specifications. The device was used for treatment of pain. The device cannot be traced as the source of the issue.

Event description:
On (B)(6) 2020, the cr reported that the patient's implant site appear red. The patient also reports increased pain. The implanting clinician suspects potential infection, prescribed antibiotics, and scheduled explant.